Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional analysis was performed on the returned device. The reported oversized stent was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to confirm the reported oversized stent. The stent was fully deployed, and the stent total length was measured and met the product specification. Because it was reported that the absolute pro was being used to treat the cephalic vein, it should be noted that the absolute pro instruction for use (IFU) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, the device was not used and the intent to use off-label has no relation to the complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Code 1494: device used in the incorrect anatomy.

Event description:
It was reported the procedure was to treat a heavily scarred lesion in the cephalic vein. Pre-dilatation was performed with a 60 mm balloon. The 8.0 x 60 mm absolute pro self expanding stent system (sess) was advanced to the lesion however the stent appeared to be ½ size larger than it should be. The stent was not deployed and removed from the patient. Another absolute pro was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.